Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 35 mg/dl. The customer treated by eating. The customer stated that the no delivery occurred during basal. The customer stated that the alarm was recurring. The customer was unable to troubleshoot because they already changed the set. The customer was advised that the pump is working as designed.